Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with the following pre-op diagnosis: l3-4 spinal stenosis, l4-5 radiculitis and stenosis, l3-4 spondylosis, l4-5 spondylosis, l4-5 degenerative disk disease. Procedure: posterolateral fusion l3-4, posterolateral fusion l4-5, revision, bilateral laminotomies, l4-5 with decompression of the l5 nerve roots, revision bilateral laminotomies l3-4 with decompression of the l4 nerve roots. Posterior segmental pedicle screw instrumentation using the depuy expredium pedicle screw system, with screws measuring 6.0 and 7. 0 mm dia by 40 mm in length. Left autologous iliac crest bone grafting, augmented by autogenous local bone and bone morphogenic protein. Per operative -notes: ¿..to augment the fusion, the morsellized autologous bone was combined in sponges with bone morphogenic protein and appealed through bone funnels into each posterolateral fusion spanning l3-4 and l4-5 on both sides. A good quantity of fusion material was applied..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.